Manufacturer narrative:
Additional information received on 27-feb-2024 which indicated that the intervention included additional heparin administration for 2 days. The patient has improved but minor dysarthria remained. The symptoms included difficulty in pronouncing certain words and turning to the left when sticking out tongue. Correct settings utilized on devices.the generator information was provided. Therefore, the concomitant product section was updated from unk_smartablate generator to smartablate sys -generator-jpn.the biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 06-mar-2024. The device evaluation was completed on 20-mar-2024.it was reported a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced a cerebrovascular accident treated with hospitalization.initially, it was reported that the stsf (lot 31164854l) had a temperature display that was incorrect, and the ablation could not be performed. It was replaced with another stsf (lot 31156461l). Although it was difficult to come out from the sl1 bend, it was used as it was, and the procedure was continued. The sl1 sheath is a non biosense webster sheath. It had a polyurethane (pu) bulge that was wider than usual. The procedure was completed without patient consequence. The temperature issue was assessed as not MDR reportable.on 09-feb-2024, additional information was received which made this event reportable. The physician reported that the patient had a mild cerebral infarction, and his face was paralyzed. The physician¿s opinion was that the stsf catheter was inserted into the sl sheath (non biosense webster sheath) with difficulty, and that the repeated removal and insertion might have caused the air entrainment to the brain. No evidence of any char or thrombus/clot. There were no abnormalities observed before and during the use of the product.device evaluation details:visual analysis revealed a greenish-white material presumably corrosion in the base of the connector pins. The device features were reviewed, and no issues were observed during the product investigation. Since corrosion was observed, a flow test was performed, and no leakage was detected. In addition, the device handle was dissected and no corrosion was observed in the internal components.a manufacturing record evaluation was performed for the finished device number lot 31156461l and no internal action related to the complaint was found during the review.the corrosion condition potential cause could not be determined, and since no water leakage was observed during the irrigation test, this issue may have occurred after the procedure. However, this cannot be conclusively determined. The physician¿s opinion on the cause of this adverse event was the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade.as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications.explanation of codes:investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: connector pin (g0403401) were selected as related to the corrosion found during the investigation.investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: pc-001532998

Event description:
It was reported a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced a cerebrovascular accident treated with hospitalization. Initially, it was reported that the stsf (lot 31164854l) had a temperature display that was incorrect, and the ablation could not be performed. It was replaced with another stsf (lot 31156461l). Although it was difficult to come out from the sl1 bend, it was used as it was, and the procedure was continued. The sl1 sheath is a non biosense webster sheath. It had a polyurethane (pu) bulge that was wider than usual. The procedure was completed without patient consequence. The temperature issue was assessed as not MDR reportable. On 09-feb-2024, additional information was received which made this event reportable. The physician reported that the patient had a mild cerebral infarction, and his face was paralyzed. The physician¿s opinion was that the stsf catheter was inserted into the sl sheath (non biosense webster sheath) with difficulty, and that the repeated removal and insertion might have caused the air entrainment to the brain. No evidence of any char or thrombus/clot. There were no abnormalities observed before and during the use of the product.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).